Event description:
Boston scientific crm received information that this 4135 lead was implanted, and dislodged the same day. The patient was brought back in to surgery, and the lead was successfully repositioned. To date, no adverse patient effects were reported.